Event description:
New information received notes that programming changes were performed to resolve the issue. The patient condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Device interrogation revealed that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. No inappropriate therapy was delivered during the oversensing. Programming changes were discussed, no intervention was reported; the patient would continue to be monitored.